Manufacturer narrative:
(B)(4). On site evaluation from the field service engineer (fse) found that the internal hose between the motor compressor and the cooling coil was damaged and leaking. The hose was replaced, and the compressor was returned to service after successful functional and safety tests were performed. A leakage will lead to an insufficient, or no supply, of gas to the ventilator. This will cause the ventilator to generate both audible and visible alarms regarding the gas supply pressure. Our conclusion is, the reported, "low pressure" alarm was caused by a damaged hose inside the compressor. The hose has not been investigated but according to the fse the damage seemed to be of an impact nature, although this has not been confirmed. Therefore the true/root cause for the damage has not been determined from this investigation.

Event description:
It was reported that there was a, "low pressure" alarm from the compressor mini. There was no patient involvement reported. (B)(4).